Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted in the rca. It was reported that on the same day, the patient had elevated cardiac enzymes. Cec adjudicated the event as a myocardial infarction. Safety assessed the event as possibly related to the device.